Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the multiple cubies had failed. A field service engineer (fse) found that the drawer had not failed, but users had reported cubie failures on certain rows. The fse reseated all row board cables and retractor band connections, cleaned the drawer, and reseated all cubies. After rebooting, while reassembling drawer 4.1, the fse noted that the muscle wire in the fourth slot of the b row would not lock the cubie in place. The fse replaced the board issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple failed cubies in drawer main 4.1. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.